Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) in an implanted pump for multiple sclerosis and intractable spasticity. The patient had a bladder infection on (B)(6) 2016 and experienced a return of symptoms and withdrawal symptoms (gradual onset). The patient also takes tegretol for the spasms (one as needed at night for spasms and leg shakes). The patient was in the hospital for two or three days with the pump. The bladder infection and everything was "taken care of." The reporter knew the bladder infection impacted the pump. The reporter was to follow up with healthcare provider (hcp). The event was considered to be resolved at the time of report. Additional information was requested from the healthcare provider (hcp) regarding drug information and pertinent medical history. If additional information is received, a follow-up report will be submitted.